Event description:
It was reported to philips that the battery shorted out causing damage to the ECG module. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The alleged malfunctioning battery was requested for evaluation, but the attempt was unsuccessful. If additional information is later obtained, the complaint will be reopened. The customer ordered a replacement part to resolve the issue. Section d serial number was corrected h3 other text : see h10.